Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device heated up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose and corroded. It was determined that this was due to emersion and not following the cleaning procedure properly, which caused the device to fail for vibration. It was determined that worn and loose bearings created a situation where the cutter was no able to be inserted, thus the device was not able to function. If a cutter was able to be inserted with the type of damage and the device was run, heat, vibration and/or noise would be observed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out, damaged, corroded bearings that were no longer in axial alignment from misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.